Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's pump user guide, "your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or jacuzzis. The event date listed on b3 is reflective of the time zone of the country of the event. H3 other text : device not returned

Event description:
It was reported that a malfunction alarm occurred after customer entered a pool while wearing the pump. During troubleshooting, the malfunction alarm was cleared, and insulin delivery was resumed successfully. The customer¿s blood glucose level was not impacted.